Event description:
On 29-may-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 25 mg/dl, resulting in loss of consciousness and emergency medical treatment. The user was transported to the emergency room by ems where treatment was provided and the user was released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical treatment while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency intervention and is consistent with the reported ems response and emergency room treatment. Review of available information identified that the user's cgm sensor expired at approximately 10:30 pm on (B)(6) 2026. Device records showed that cgm readings were lost and insulin dosing subsequently stopped because a new sensor was not started and no manual blood glucose value was entered. The user also reported eating dinner without making a meal announcement prior to the event. Insulin delivery stopped as designed following loss of cgm input and failure to provide a manual blood glucose value. Based on available information, the event is attributed to interruption of automated therapy following expiration of the cgm sensor and failure to initiate a replacement sensor or enter a manual blood glucose value. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.